Manufacturer narrative:
The drainage bag and patient line tubing were received unopened. The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the doctor found the catheter of the edm lumbar drainage kit was leaking. It was also reported that the doctor used a new one to complete the surgery. According to the report, there was no injury to the patient and the patient¿s current status was normal.